Event description:
It was reported that this implantable pacemaker was potentially triggering tachycardia arrythmias and the patient was symptomatic. It was also noted the stored electrograms (egms) show undersening due to the patient's existing condition. Technical services (ts) was consulted to review current programming, at this time no additional information has been received. The device remains in service. No additional adverse effects were reported. Additional information was received from ts providing troubleshooting and review of device data with current programming. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was potentially triggering tachycardia arrythmias. It was also noted the stored electrograms (egms) show undersening due to the patient's existing condition. Technical services (ts) was consulted to review current programming, at this time no additional information has been received. The device remains in service. No additional adverse effects were reported.